Event description:
The ICD was interrogated on (B)(6) 2014, (B)(6) 2015. Medical records do not reveal any anomaly. On (B)(6) 2016, an alert was displayed (238 reinizialization of the device / excessive defibrillation charge time / scv continuity > 3000 ohm since (B)(6) 2014). The battery curve had a very strange trend and all the battery parameters were inconsistent (battery voltage 120,1 v / magnet rate 7680 min-1 / last charge time 54,5 sec / last 42j charge dated 2 (B)(6) 1982 / final energy 17,2 j / last shock impedance 1 ohm). Lead parameters were in the normal range. The physician decided to replace the ICD on monday (B)(6) 2016.